Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and all released product met specification. The devices will be returned for evaluation. A supplemental report will be filed when the investigation is concluded. Inability to implant the device, corneal edema, and ocular inflammation are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with planned hydrus microstent implantation on (B)(6) 2021. The cataract surgery was noted to be "slightly longer than anticipated." Upon attempt to implant the microstent, visualization was compromised and resistance was encountered within the angle. A second attempt was made with a new device and was also "unsuccessful as significant resistance was met in the canal" therefore, the case was discontinued. At the 2-day and 7-day post-operative exams, the patient experienced moderate inflammation with corneal edema and descemet's folds which improved with increased steroid usage for 2 weeks. Within 4 weeks post-op, the inflammation was resolving, and the surgeon stated this was "probably not due to [the] hydrus" microstent.

Manufacturer narrative:
The two hydrus microstent devices used during the procedure were returned to ivantis for evaluation. Visual, functional and dimensional inspections were performed on the implant and delivery system of both devices. No issues pertaining to the complaint were observed and the devices met functional requirements during multiple testing cycles. Manufacturer reference #: (B)(4).